Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5054-58, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during a routine device check, the atrial lead impedance was noted to have increased to 3231 ohms respectively. An x-ray was taken and a clear lead fracture was detected. The patient was sent to the hospital for replacement, however the physician decided not to perform a revision due to the patient's condition. The device was programmed to a single chamber mode instead. The atrial lead remains in use. No patient complications have been reported as a result of this event.